Event description:
The complainant reported to bsc that a female pt (age unk) underwent a therapeutic ercpin 2006. It was reported that during the procedure they noted through the endoscope that "the end of wire was not hydrophilic coating (just free core and sharp around 1cm from tip)". The procedure was completed with another jag precursor. Add'l info received in 2006, revealed that the customer's opinion was if any part of the coating remained in the pt, it would pass by normal peristalsis. Therefore, it did not need to be retrieved. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.